Event description:
It was stated that the customer was hospitalized for diabetic ketoacidosis. The reported blood glucose reading was 400 mg/dl during the phone call. It was stated that the customer was unconscious at the time of the call. Unable to determine whether or not the settings were correct on the insulin pump. Also unable to further troubleshoot, because there was no reservoir in the insulin pump at the time of the call. Advised the nurse of the two high blood glucose rule. Advised to call back when the family is present or when there is a reservoir in the insulin pump for further troubleshooting.

Manufacturer narrative:
Currently, it is unk whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We, therefore, consider this report complete to the best of our knowledge.